Event description:
Initial information received from a physician on (B)(6) 2012: a female patient currently in her (B)(6) received one injection of poly-l-lactic acid (sculptra aesthetic) (lot number and expiration date unknown) in her cheeks in (B)(6) 2012. It was reported that the patient believed that she had developed some type of autoimmune reaction/autoimmune disorder after doing some internet research. Her complaint was sent by e-mail to the reporting physician indicating that she had a burning sensation, and that she had been so disfigured, that she had to leave her job. The reporting physician noted that the patient was never happy with the result of the poly-l-lactic acid injection, and that she had always felt that she was exceptionally swollen. The reporting physician mentioned that he thought that the patient was a little crazy, as he never got that feeling. The physician also indicated that he had used a lot of poly-l-lactic acid in general, and that he never had that reaction, so he was a little suspicious about what the patient said. Lastly, the physician reported that he had not seen the patient in about 4-5 months from the time of report, and that the last time that he had seen her, he still did not think that she was disfigured. No further relevant information reported.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment (B)(4) 2012: autoimmune reaction and disfigurement claimed by the consumer were not confirmed by the treating physician. A casual relationship with sculptra cannot be assessed.